Manufacturer narrative:
(B)(4).

Event description:
It was reported that an infusor had droplets of fluid inside the housing and on the outside of the resevoir. The device was filled with an unknown chemotherapy drug. This event was noticed during use of the device. It was further reported that the nurses attached the luer backwards to flush the line. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not available, an evaluation could not be performed. Should additional relevant information become available, a follow-up report will be submitted.